Manufacturer narrative:
Product event summary: analysis confirmed the reported issue; the negative alligator clip was broken off the cable. The negative continuity tested open as a result of the damage. The positive continuity tests were okay. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the surgical cable was collected from the surgical table for cleaning and sterilizing, the electrical clip detached from the cable. The cable has been returned for service. There was no patient involvement.